Event description:
Pressure monitoring kit in use for arterial monitoring post cardiac surgery. A connector hose came loose from the tubing at the point it attaches to the tubing. The pt lost approx 100cc of blood and rn was present and immediately removed this section of tubing from the line.